Event description:
A patient reported they were experiencing jaw issues because their bite was not in alignment per their dds.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.